Event description:
The following information was provided by the initial reporter: it was reported that the device had a scratched screen, and the wedge of the battery door's lock was broken. There was unknown patient involvement and unknown patient harm/adverse event reported. Device evaluation found a damaged downstream occlusion (dso) seal.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1: address line 2 " (B)(6). Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had scratched lens, damaged battery compartment, and damaged downstream occlusion (dso) seal. Functional test performed. Although the customer's problem was duplicated, "scratched screen/broken battery door" are not considered reportable events. Damaged dso seal is considered a reportable event. The root cause for the reportable event was the damaged dso seal, which will be replaced to correct the issue. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.